Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the hub, hypotube and proximal shaft of a rebel bms catheter. The distal shaft, balloon and tip were not returned. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 118cm from the hub. The fractured/separated end of the distal shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft, balloon and tip were not returned for analysis. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.50mm rebel stent was selected for use. However, when it was pulled out of the hoop, the stent was broken. The device did not enter the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 32 x 3.50mm rebel stent was selected for use. However, when it was pulled out of the hoop, the stent was broken. The device did not enter the patient's body. No patient complications were reported.